Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A media inspection identified that the main coil stretched and without the normal shape.

Event description:
It was reported that the interlock coil was stuck requiring snaring for removal. A 12mm x 40cm .035 interlock 2d was selected for gonadal vein embolization. During the procedure, the left gonadal vein was cannulated with a 5fr angiographic catheter up to the middle third of the segment so the coil was requested and it was purged in its protective ring, the coil was advanced through the catheter without any problem. It was deployed by 70%, showing resistance, and pushing the diagnostic catheter towards the renal vein. An attempt was made to reposition the coil where there was evidence of uncoupling of the introducer guide to the coil. The catheter is extracted and the patient is recovered with a snare, removing the coil from the patient and showing elongation of the coil. No further patient complications were reported and the patient was stable after the procedure.

Event description:
It was reported that the interlock coil was removed using a snare. A 12mm x 40cm .035 interlock 2d was selected for gonadal vein embolization. During the procedure, the left gonadal vein was cannulated with a 5fr angiographic catheter up to the middle third of the segment so the coil was requested and it was purged in its protective ring, the coil was advanced through the catheter without any problem. It was deployed by 70%, showing resistance, and pushing the diagnostic catheter towards the renal vein. An attempt was made to reposition the coil where there was evidence of uncoupling of the introducer guide to the coil. The coil remained in the patient, the pusher was removed, and a retrieval loop called snare was passed through the catheter. No further patient complications were reported and the patient was stable after the procedure.